Event description:
The customer reported that the monitors would not start up. The system would not boot up. There is no report of patient injury associated with this event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The checksum, single board computer, display adaptor board, and image precessor board were reseated. The system was then found to be operating as intended.